Event description:
Our office in another country was notified that a physician (specialty not indicated) provided the following report to afssaps: a female experienced a corneal abscess od), corneal erosion, foreign body sensation, cornea edema, hyperemia, photophobia, perikeratitis circle and visual disturbance while using private label multi-purpose contact lens solution with her irisia contact lenses. The pt was treated with antibiotic eye drops ciloxan (ciprofloxacin) first but no effect, so pt went to the hosp. Doctor reported that the pt's outcome is improving, however, residual sequellar scar is present. Add'l info/sample test results have been requested from the reporter; no response.

Manufacturer narrative:
Mfg batch record review performed. No deviation found. No specific cause for this complaint has been determined from the review of batch records. Analyzed retained prod for chemistry & microbiology. Physico-chemical and micro analysis results are correct and all parameters are within established acceptance criterial. Complaint unit has not been made available for testing. Root cause has not been established.